Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was not getting good back coverage and they were getting a lead revision; one half of the 565 lead was going to be unplugged and an additional percutaneous lead was going to be implanted. The indication for use is non-malignant pain.

Manufacturer narrative:
The manufacturer representative became aware of a revision surgery on (B)(6) 2016. Evaluation conclusion code does not apply. Patient code (B)(4) does not apply. Device code (B)(4) does not apply. Information regarding previous revision is captured in regulatory report #3004209178-2016-13342.

Event description:
Upon additional review of source documents, it was determined that the patient underwent two separate revisions. One in the past that is captured in regulatory report # 3004209178-2016-13342 and one that occurred on (B)(6) 2016. There was no lead revision planned and there was no lack of therapy in the patient's back. The patient had a pocket revision because she had lost quite a bit of weight and then gained it all back which made the pocket area uncomfortable. The pocket was successfully revised and the patient was doing fine and was very happy as of (B)(6) 2016. Additional information received from the manufacturer representative reported that the patient's stimulation was good and she was experiencing effective and good coverage with her stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that there was no lead revision planned for the patient because there was no lack of therapy in the back. It was noted that the initial report of the patient not getting coverage in the back was posed as a worst case scenario and the rep asked what procedure would be needed if the scenario were to happen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.